Event description:
As reported via an affiliate, a pt was admitted for treatment of a lesion in his proximal to mid left anterior descending (lad) artery. The lesion was described as de novo, moderately calcified and 75% stenosed. The reference vessel was moderately tortuous. The lesion was not predilated. A 3.5 x 18mm cypher was implanted at 26 atm at the distal end of the target lesion. A 3.5 x 18mm cypher was implanted at 26atm proximal to the first cypher, and overlapping it. Finally, a 3.5 x 18mm cypher was implanted at 26atm proximal to the second cypher, and overlapping it. There was no friction delivering these cyphers to the target lesion and the balloon inflated and deflated normally. Then the physician tried to post-dilate the cypher stents using the sds of the 1st cypher, but the pressure would not increase and back-flow of blood into the inflation device was confirmed. Therefore, the physician retrieved the sds of the 1st cypher from the pt and tried to post-dilate the cypher stents using the sds of the 2nd cypher, but the pressure would not increase and back-flow of blood into the inflation device was confirmed again. The maximum inflation pressure used for post-dilation was unk. The pressure would not increase. Consequently, the physician retrieve the sds of the 2nd cypher from the pt and post-dilation with a sapphire balloon catheter was conducted. The procedure was finished successfully. There was no pt injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. It was likely that the device maintained negative pressure prior to being used for post-dilation. The contrast to saline ratio is usually 1:1. The same indeflator was used successfully with other devices. The balloons inflate and deflate normally when they were used to implant the stents. The balloons did not "stick" to the stents. The balloons re-wrapped properly. The sds did not kink while being used. The stent delivery systems were removed easily. The products were removed intact from the pt.

Manufacturer narrative:
The product has been returned for eval, but the analysis is not yet complete. The cypher product involved is not distributed in the united states, however, it is similar to cypher sirolimus-eluting coronary stent that is distributed in the united states. Additional info will be submitted within 30 days from receipt. This is one of two products used in the same pt and reported under mfg report number 9616099-2009-01634.